Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they weighed (B)(6) pounds at the time of the event. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their recharger wire was broken, which led to their overdischarge battery. No further complications or patient symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that a power on reset (por) was seen on (B)(6) 2017 by the manufacturer representative. The patient had not noticed the por showing up prior to the meeting. The por was successfully cleared by the clinician programmer. The code that went with the por was not known. There were no patient symptoms reported. No further complications were reported.